Event description:
A peritoneal dialysis (pd) patient reported to (B)(6) customer support that he has infection around the port on his stomach and does not know if its peritonitis. Upon follow up, the pdrn verified that the patient has an infection but did not know what type of infection. The patient was not hospitalized but was administered oral antibiotics (type, amount, duration unknown) to address the infection. The patient accidentally pulled the pd catheter (not a (B)(6) product) which caused the infection. The pd catheter was revised and the patient is currently at home performing pd treatments with no issues. The pdrn confirmed that the infection was not related to any (B)(6) device(s) or product(s) and/or their dialysis therapy. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).